Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment of the subclavian vein, the stent graft allegedly failed to deploy. It was further reported that the delivery system was removed without issue and the stent graft was found to have perforated the catheter at the distal tip. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summery: on the basis of the returned stent graft delivery system, the alleged deployment failure could be confirmed. The stent graft was found partially released and the outer sheath was found elongated. Furthermore, the distal tip was found perforated by stent graft strut, which made a stent graft deployment impossible. No indication was found for manufacturing related issues. Based on the available information and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Regarding the use of accessories the IFU states: "materials required for the fluency® plus endovascular stent graft procedure: (...) Introducer sheath with appropriate inner diameter (...)". Furthermore, the IFU states: "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." ( expiration date: 10/2020).

Event description:
It was reported that during a stent graft deployment of the subclavian vein, the stent graft allegedly failed to deploy. It was further reported that the delivery system was removed without issue and the stent graft was found to have perforated the catheter at the distal tip. The procedure was completed with another device. There was no reported patient injury.